Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: asm0206, serial/lot #: (B)(6), UDI#: (B)(4). H3, h6) the system was serviced in the field. In summary, the system passed all testing related to the reported event. Additional hardware issues were noted, but unrelated to the reported event. Codes b01, c19, and d14 are applicable. H6) clinical data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the guidance system arm appeared to be inaccurate when moving to the planned screw location. All screw positions were observed to be shifted 2 millimeters to the right on the patient, with left screws appearing more medial and right screws more lateral. The surgeon noticed the robot arm guiding the first screw was inaccurate and subsequently aborted use of the robot arm for screw placement, opting to use camera navigation to manually place the screws. It was noted that the robot arm had recently been replaced following a previous alleged inaccuracy. No patient complications have been reported as a result of this event and surgical delay was less than one-hour.

Manufacturer narrative:
H3, h6) a clinical analysis was performed. The investigating team concluded that the most probable cause of the inaccuracies experienced was a slight misalignment of the arm guide, potentially caused by it catching on the surgical drape or a similar issue. While this cannot be confirmed with absolute certainty, it remains the most plausible explanation after ruling out other factors such as system inaccuracies and platform or patient shifts. Furthermore, the medial inaccuracy displayed on the screen, which was consistent with the medial breach. Additional testing showed no inherent navigation discrepancies with the site¿s arm guides. However, since exact operating room conditions cannot be perfectly replicated, this conclusion should be regarded as probable rather than definitive. Nevertheless, if accuracy is in question, it is important to perform a two-step verification (divot and anatomy checks) in accordance with the manufacturer's user manual. Previously reported code, b01, is applicable as well as newly reported codes, c13 and d11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.